Manufacturer narrative:
The immucor laboratory tested retention product on 01feb2018, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site with retention product on 01feb2018, which yielded the expected positive outcomes, and as a result the customer's issue was not reproduced or confirmed. Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the test wells in question on the testing instrument, which visually appeared as negative, consistent with the instrument unexpected negative outcome. (B)(4).

Event description:
On 23feb2018, it was determined that a european (B)(6) customer site communication from (B)(6) 2018 was reportable as an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) with a galileo instrument, when tested on (B)(6) 2018.